Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the left ventricular lead was found to be dislodged. The lead was explanted and replaced successfully. The patient was stable throughout the procedure.